Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side "capsular contractures, baker grades iii and exchange." Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening and flat creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one opening striated. Based on the device analysis the final assessment is:-one opening striated in the side posterior assessed as surgical damage.

Event description:
Healthcare professional reported left side "capsular contractures, baker grades iii and exchange." Device has been explanted.